Manufacturer narrative:
The patient has foreign matter in their mouth and could possibly choke or swallow. The complaint of "a piece of the tube was found in the patient's mouth" regarding part I-pfrcs-75 was confirmed via photo. The root cause cannot be determined but could possibly be a result of the device having sharp edges or corners at the murphy eyes. A risk assessment was performed and the ultimate risk was determined to be medium which does require the initiation of a CAPA. Submitted for carb review by uploading complaint to the escalation to CAPA spreadsheet. There have been 2 complaints against this part the 24 months preceding this complaint. 1 of those complaints were regarding issues with the tip being deformed. A resolution letter was sent to the customer.

Event description:
A piece of the tube was found in the patient's mouth.

Event description:
A piece of the tube was found in the patient's mouth.

Manufacturer narrative:
The patient has foreign matter in their mouth and could possibly choke or swallow.